Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws on the applier locked after applying the 3rd clip and could not be removed. The patient's condition is unknown at this time.

Event description:
It was reported that the jaws on the applier locked after applying the 3rd clip and could not be removed. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Voided complaint: complaint MDR file#3011137372-2018-00236 (tc#(B)(4))has been voided, due to a duplicate of MDR file#3011137372-2 018-00221 (tc#(B)(4)). Please make a note of it for your records.